Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the lagging/long time to connect for a bolus was first observed a few months after getting the device in 2024. They stated that the lagging had yet to resolve and they keep having to clear the data.

Event description:
Information was received from a patient, receiving baclofen (unknown) and fentanyl at unknown dosages and concentrations via an implantable infusion pump for spinal pain indications, regarding an external device. The patient reported their communicator was not working. The patient stated they dropped the communicator more than once and think a wire may have come disconnected. The patient mentioned they haven't used their boluses for a couple of months, if not longer, so they had decided to back off on the boluses. When the patient went to use their equipment, they were having trouble here and there, but now they can't get the equipment to connect to the pump at all. The patient confirmed their pump is in their back, not their abdomen, and they confirmed they could feel the pump. The patient also mentioned it was taking 10 minutes to connect to the pump to deliver a bolus instead of the usual 2 minutes. While on the call, the patient attempted to connect the handset and communicator and reported seeing 'no device found' after searching for the pump. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the communicator. The patient was assisted with clearing data and reviewed lag information.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.